Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a rash was confirmed. A us distributor reported that a patient had a rash across and under the arms where the electrodes are on the lifevest. The area was described as a breakout with a lot of bumps. The patient was using an over the counter anti itch cream. The patient's doctor recommended using a non-allergic soap and to place the lifevest back on when the rash has cleared. During a follow up, the patient reported that the irritation is improving.